Event description:
Caller states patient tested 7.1 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. Test strips may have been exposed to extreme temperatures. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2010, pt reported she is receiving an e10 (cartridge error) alert on her infusion device. Pt stated she feels like she has not been getting insulin like she should be and is having elevated blood glucose. Pt stated she was trying to prime the infusion device when she received the e10. Pt reported she had just put a new insulin cartridge into the infusion device; unable to gather if she had completed the change the cartridge process. Pt currently does not have a cartridge in the infusion device. Had pt changed the insulin cartridge and prime the infusion set; insulin emerged after 3 primes. Pt reported she received a blood glucose reading of 240 mg/dl this morning; gave herself a bolus and retested later in the morning with a reading of 313 mg/dl. Pt's normal blood glucose reading in the morning is under 200 mg/dl. On call back, pt reported she is not getting any insulin to come out. Advised pt to prime again. Pt stated she is not getting a consistent flow of insulin during the prime. Pt's insulin cartridge is only half full. Had pt go through the change the cartridge process again; still no insulin emerged after doing a prime. Advised pt she need to switch to her backup infusion device. Pt had an appointment and will continue to troubleshoot. On follow up call to pt on (B)(6) 2010, pt reported her blood glucose has gone down due to switching to her backup infusion device. Pt stated her doctor's office assisted her with setting up her backup device and her blood glucose went down after using it for a day. Product was replaced and requested return of the alleged product for evaluation.